Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that a few days following an intraocular lens (iol) implantation procedure, he experienced having issues with halos and poor vision. He reported that soon after that he started developing ghosting when reading his computer screen. He reported that he has been in discussion with his surgeon and was referred to a specialist for a second opinion and possible plan for iol exchange. He reported his profession is an aerial photographer and the symptoms he has been experiencing has interfered with his work. No further information is expected as the consumer did not provided the name of the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).